Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient no longer able to lift over 20 pounds without severe pain where the mesh was located. Bulge from the affected area had returned. Patient status was unknown.